Event description:
A report was received that the patient was experiencing discomfort while charging the ipg. It was reported that the ipg was moving, flipping, and was slightly inward at the header which was causing difficulty charging. The patient underwent a revision procedure, however, the patient reported that she was unable to charge following the procedure.

Event description:
A report was received that the patient was experiencing discomfort while charging the ipg. It was reported that the ipg was moving, flipping, and was slightly inward at the header which was causing difficulty charging. The patient underwent a revision procedure, however, the patient reported that she was unable to charge following the procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient was able to charge and no further action was required.